Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Analysis of the device memory indicated the impedance trend on the rv (right ventricular) pacing lead was variable. Concomitant medical products: dtbc2d1 ICD, implanted: (B)(6) 2017. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a right ventricular (rv) lead integrity alert (lia) was triggered. The rv lead exhibited varying pace/sense impedance and noise. Connection issues between the rv lead and implantable cardioverter defibrillator (ICD) header were suspected and a revision was performed. During the revision, all parameters were tested by the analyzer and movements were attempted with the lead to try to confirm a lead issue. No noise was observed in the electrogram. The physician concluded it was a connection issue and the lead was reconnected to the device with no further issues. Both the device and lead remain in use. No patient complications have been reported as a result of this event.